Event description:
It was reported that the patient experienced vessel damage in the upper superficial femoral artery (sfa) associated with the use of the jetstream catheter. A 2.1mm jetstream xc catheter was selected for this atherectomy procedure for peripheral artery disease (stage IV). After difficult probing of the popliteal 1 segment, an emboshield 4-7 was inserted before the jetstream catheter. After the first pass through the sfa, there were strange noises, so the physician stopped the jetstream catheter. The physician then led the catheter forward by hand. During the new passage, the strange noises occurred again. The catheter rotation had stopped working, and no error messages were observed. When attempting to remove the catheter, it was not possible to remove the jetstream alone, and could only retrieve the jetstream and open emboshield together through the 7 f sheath. On re-imaging, there was an "av shunt" (also reported as vessel damage) in the upper sfa. The physician tried to treat the damage with a balloon and percutaneous transluminal angiography procedure, however, it was not successful as imaging confirmed the vessel damage was still there. The patient was transferred to the emergency room with severe pain and had a bypass procedure performed. The scheduled atherectomy treatment was not able to be completed due to the complications. No further patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: this 2.1mm jetstream xc catheter and emboshield was returned and analyzed. The device and the catheter shaft were analyzed for damage. Visual examination showed no damage on the catheter shaft. The emboshield non-compatible guidewire was attempted to be removed from the jetstream; however, the wire could not be removed. The wire was sticking out approximately 55 cm (distal) and 104.5 cm (proximal). The device was set up and primed according to the IFU; however, rotation of the tip was sporadic due to the stuck guidewire. The tip was removed to expose the bushing. The bushing showed an occlusion of coating which had scrapped of the wire during the procedure. A heavy clot burden was also noticed at the bushing site. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for guidewire entrapment related to use with non-compatible guidewire.

Event description:
It was reported that the patient experienced vessel damage in the upper superficial femoral artery (sfa) associated with the use of the jetstream catheter. A 2.1mm jetstream xc catheter was selected for this atherectomy procedure for peripheral artery disease (stage IV). After difficult probing of the popliteal 1 segment, an emboshield 4-7 was inserted before the jetstream catheter. After the first pass through the sfa, there were strange noises, so the physician stopped the jetstream catheter. The physician then led the catheter forward by hand. During the new passage, the strange noises occurred again. The catheter rotation had stopped working, and no error messages were observed. When attempting to remove the catheter, it was not possible to remove the jetstream alone, and could only retrieve the jetstream and open emboshield together through the 7 f sheath. On re-imaging, there was an "av shunt" (also reported as vessel damage) in the upper sfa. The physician tried to treat the damage with a balloon and percutaneous transluminal angiography procedure, however, it was not successful as imaging confirmed the vessel damage was still there. The patient was transferred to the emergency room with severe pain and had a bypass procedure performed. The scheduled atherectomy treatment was not able to be completed due to the complications. No further patient complications were reported.